Event description:
A report was received that patient's ipg was protruding under the skin causing discomfort. The patient was explanted of entire system and are doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.